Event description:
Received information that load fill tubing was stopped at 9.8 units multiple times and messages asking of minimum f 50 units of insulin were displayed. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the customer with the load sequence and found that the customer had been using a novolog pen to fill the cartridge.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.